Event description:
Kimberly-clark received a report stating, "cuff leaked on the seam, when they deflated the cuff she thought she saw a hole where the seam is." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. Sample evaluation showed delamination of the cuff to tube bond, and subsequent movement of the cuff collar up above the inflation skive; however, evidence of solvent was noted. Investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.